Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the insertion needle was bent inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she tried to put in a sensor and it broke where the bottom fits. Customer stated that the top part is also busted. Customer was advised that the sensor will be replaced and to return the broken sensor for analysis.